Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii) on a cobas e 411 immunoassay analyzer. The initial tsh result was < 0.005 uiu/ml. The initial ft4 ii result was < 0.039 ng/dl. These results were reported outside of the laboratory where the physician stated the results were incorrect. The sample was repeated and the tsh result was 1.61 uiu/ml and the ft4 ii result was 1.42 ng/dl. There was no allegation that an adverse event occurred. The tsh and ft4 ii reagent lot numbers and expiration dates were not provided. The malfunction is consistent with the pipetting of an insufficient sample volume which can be caused by the presence of clots/fibrin filaments in the sample. The customer did not provide any additional information for investigation. Based on the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.